Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump had stopped working on multiple, intermittent occasions. The pump history was reviewed and occlusion alarms were found to have occurred. The customer stated that the blood glucose level was "ok". As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.